Manufacturer narrative:
Estimated date. The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted, because the lot number was not provided. In the absence of device returned for analysis a conclusive cause for the reported device entrapment could not be determined. A conclusive cause for the reported patient effects of tissue damage and hemorrhage and the relationship to the product, if any, cannot be determined. The subsequent treatment of surgical procedure appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Attachment literature titled "percutaneous endovascular repair of infranenal abdominal aortic aneurysms: a feasibility study".

Event description:
A patient was reported through a research article identifying prostar devices that may be related to: technical failures - sutures caught on each other during fastening, bleeding, surgical intervention, vessel repair. Details are listed in the attached article, titled "percutaneous endovascular repair of infranenal abdominal aortic aneurysms: a feasibility study".

Manufacturer narrative:
This report is being resubmitted to ensure the enclosed attachment can be easily opened by the FDA.